Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: a review of the black box showed a replace cartridge alarm occurred on (B)(6) 2017 at 01:54, and deliveries were never resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The keypad was fully intact. The up arrow, down arrow, and contrast keypad buttons were responsive to user input. The ok keypad button was unresponsive. The original complaint was duplicated. The keypad cover was removed to find no contamination under the button contacts the pump cover was removed to find moisture on the keypad connector, and on the printed circuit board. Unrelated to the original complaint, the display had a pink contrast.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 400mg/dl with unspecified ketones, and nausea, associated with a tactile changes/unresponsive keypad issue. Reportedly, the patient resumed pump use after replacement and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the ok keypad button was under responsive. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a tactile changes/unresponsive keypad issue.